Manufacturer narrative:
The events of "seroma and infection" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and infection (late onset).

Event description:
Patient representative reported right side "myco-fractures of the prosthesis", "periprosthetic flaps in the inner and lower quadrants of the right breast", "swelling", "severe ongoing infection", and "aggravated by an ongoing infection process with fever and pain in both chest and right arm." Device has been explanted.